Event description:
Instrument failure/primary surgery/end of life - while inserting the cup, the inserter threads broke off staying in the cup. The surgeon left the broken threads in the cup inside the patient.

Manufacturer narrative:
The reason for this product complaint was to report the inserter threads breaking off while the surgeon was inserting them into the cup and the surgeon leaving the broken threads in the cup inside the patient. To date the positioner, fmp acet has not been returned for investigational review as outlined in sales policy #(B)(4) after issuance of the return product receipt (rpr)# (B)(4). It has been in excess of 57 days from the date created and the agency did indicate that the instrument would be returned for evaluation. The healthcare professional indicated there was no delay in surgery and another suitable device was not available for use. The primary surgery was completed as intended. The device has not been made available to djo surgical for examination. The lot number or revision level were not reported; therefore, this instrument could not be linked to a specific device history record (DHR) and the actual date of manufacture could not be determined with confidence. Complaint database review showed previous complaints but there were no indications that patients were at risk, or that this instrument has a design or material deficiency. Instruments are subjected to heavy use/misuse/wear and care must be taken to avoid compromising their performance. Refer to instrument IFU 0400-0146 "recommendations for the care and handling for djo surgical instruments. The root cause for the initial problem as stated above was not determined with confidence as the instrument was not returned for investigational review. No further evaluation can be made for this event. In the meantime this product complaint will be closed. If the instrument is returned and it warrants an investigation the complaint will be opened to process. If it is deemed to be a worn instrumentation an evaluation will be performed and added to the file.